Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that a plate and screws was planted on (B)(6) 2020, they are become loose on one side. Surgeon performed removal surgery to fix it in the theatre on (B)(6) 2020. Its needed remove 3 screws on the left side of the ribcage. The screws were locked into the plate and difficult to remove which will further dislodge 2 more screws. 5 screws in total pulled out and 4 needed to be removed with pliers from underside of the plate. It was unknown if there was surgery delayed and completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown), unknown pliers (part# unknown, lot# unknown, quantity# 1). This is 3 of 6 for report (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.